Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens implant procedure, lens found to have long linear scratch on the posterior face of the optic, right through the visual axis immediately after injection. Scratches are oriented 6-12 o¿clock. Upon injection, the scratch was at 3-9 o¿clock, but when positioned the lens into the bag, surgeon rotated it about 90 degrees clockwise to arrive at the 6-12 orientation. Additional information has been requested.

Manufacturer narrative:
Additional information provided in b.5., b.6., e.4., h.3., h.6. And h.10. The used company cartridge was returned for evaluation. Viscoelastic was observed in the cartridge. The cartridge had evidence of handpiece placement. Light tip stress was observed. No roughness or chips observed. Dried ophthalmic viscosurgical devices (ovds) was observed at the end of the tip which may have been interpreted as roughness. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable result. The inner lumen was clear with no evidence of damage or imbedded particulate. The lens was returned. Qualified associated products were indicated. The used company cartridge was evaluated and no problem was found. The lens has a long narrow scratch on the posterior surface of the lens. The scratch extends from the center toward one optic/haptic junction area. This type of narrow scratch has been associated with instruments used to grasp the lens (metal forceps). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the incident identified during surgery. Immediately upon insertion of the iol. There was no patient harm.